Event description:
The physician was performing a biliary stent placement. Approximately two minutes after placement the stent migrated and perforated the patient's right colon. Laproscopic exploration was performed at the stent was removed. No further information is available.